Event description:
Medtronic received information that prior to the attempted implant of this 26 millimeter (mm) transcatheter bioprosthetic valve, the implanting team measured a perimeter of 71 mm-73.5 mm. A pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the attempted implant, moderate paravalvular leak (pvl) was observed. The system was withdrawn from the patient. A new, larger 29 mm valve was implanted with a new delivery catheter system (dcs). The pvl improved to trace. It was noted that a 30-minute procedural delay occurred. Per the physician, the patients calcified anatomy and pre-case planning factors contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012313263); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.